Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for 134 patients tested on a cobas 8000 cobas ise module (double) analyzer. From the data provided, the results for 3 patients were a reportable malfunction. For sample ID (B)(6) the initial sodium was 134 mmol/l with a repeat result of 140 mmol/l. For sample ID (B)(6) the initial sodium was 140 mmol/l with a repeat result of 146 mmol/l. For sample ID (B)(6) the initial sodium was 140 mmol/l with a repeat result of 146 mmol/l. The results in question were reported outside of the laboratory. The customer stated that 50 - 60 corrected reports had to be issued. There was no allegation of an adverse event. The customer did state that the qc data has been showing imprecision as well but no specific details were provided. The sodium electrode lot information was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.